Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross rf wire was selected for use for a cryoblation procedure. During the procedure, it was mentioned that when the rf wire was inserted into a polar sheath, it felt that something was stuck on the proximal part of the versacross rf wire. When removed, a coating-like material fell off the valve of the sheath. Issue was noted outside the patient's body after removal of the devices. Procedure was completed successfully using this device. No patient complications were reported. Product is available for return.

Manufacturer narrative:
Due to additional information provided, the field b5 (describe event or problem) was updated. Thus, this supplemental MDR is being filed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross rf wire was selected for use for a cryoblation procedure. During the procedure, it was mentioned that when the rf wire was inserted into a polar sheath, it felt that something was stuck on the proximal part of the versacross rf wire. When removed, a coating-like material fell off the valve of the sheath. Issue was noted outside the patient's body after removal of the devices. Procedure was completed successfully using this device. No patient complications were reported. Product is available for return. It was also reported that no damage was noted to the versacross rf wire upon removal from the packaging. In addition, no resistance was felt when retracting the versacross rf wire from the sheath.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the versacross rf wire was first visually inspected, and it passed since no insulation damage noted on wirebody. Next, on the vhx inspection test, no noticeable damage was observed. Additionally, the versacross rf wire passed the dimensional test, since wire outer diameter, proximal end outer diameter, electrode height and heat shrink gap were all within specification. No evidence was found to indicate a manufacturing or design-related issue. Therefore, the reported allegation could not be confirmed. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that a versacross rf wire was selected for use for a cryoblation procedure. During the procedure, it was mentioned that when the rf wire was inserted into a polar sheath, it felt that something was stuck on the proximal part of the versacross rf wire. When removed, a coating-like material fell off the valve of the sheath. Issue was noted outside the patient's body after removal of the devices. Procedure was completed successfully using this device. No patient complications were reported. Product is available for return. It was also reported that no damage was noted to the versacross rf wire upon removal from the packaging. In addition, no resistance was felt when retracting the versacross rf wire from the sheath.